Event description:
The customer reported discrepant high basophil % results, which were generated from a lh500 analyzer, when compared to the manual differential counts. It is unknown how many patient specimens were affected. Patient printouts were requested but only five were provided for investigation by the customer. Upon review, four out of five of the patient printouts had instrument generated differential flags. Discrepant results were not reported outside the laboratory and there was no change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) replaced the light scatter mask and probe rinse block. The fse performed triple transducer module (ttm) verification and adjusted direct current (dc) and radio frequency (rf) as part of the test point module (tpm) preventative maintenance. The fse then reran previous specimens to verify instrument operation. Failure mode is unknown but may be related to parts and service performed during instrument servicing for this event.

Manufacturer narrative:
Results: light scatter mask, probe rinse block, triple transducer module, direct current and radio frequency.